Event description:
It was reported to philips that the system does not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer visited the site and found that fuse f12 was out of service during the start-up. Upon troubleshooting, fse found a short circuit on the f12 fuse of the m cabinet caused by a faulty geo ipc. To resolve the issue fse replaced geo q35 ipc coa and fru spare fuse box m-cab and loaded the os (operating system). After replacement of the parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.